Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases. Deformation, the weight the device within specification. After autoclave cycle was observed: cloudy gel. Based on the device analysis the final assessment is: no openings found. Fold creases.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:: b5, g2.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "any creases." Device has been explanted.